Event description:
It was reported that prior to surgery it was discovered that the "the cord was pulled away from the motor" on the motor device. There were no delays to the planned surgical procedure. A spare device was not available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device.  A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be mis-handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.